Manufacturer narrative:
Additional information has been requested of a local representative to obtain the model and serial number of the lead. This report will be updated should this information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The patient subsequently required external defibrillation. This patient then experienced syncope due to the observed loss of capture. Device data was sent to rhythmcare for review. Data review determined an right ventricular automatic threshold (rvat) test was completed with loss of capture confirmed. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. No additional adverse patient effects were reported.